Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 269,060 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised that on certain trocar models that have a spring loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocar does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, lapvue10, 10/ca laparovue visibility sys, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿tip of laparovue trocar cleaning swab fell off into the patient. Retrieved swab tip.¿. The procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, lapvue10, 10/ca laparovue visibility sys, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿tip of laparovue trocar cleaning swab fell off into the patient. Retrieved swab tip¿. The procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.